Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watch delivery system (wds) and implant. The shaft was buckled 13.5cm ¿ 17.5cm from the tip. The majority of the shaft was flattened. There was no damage or irregularities to the braiding or markerband. The implant was received in the deployed state. Some of the anchors were bent and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that MDR ID 2134265-2015-06536 is a duplicate of this complaint.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. The patient underwent a left atrial appendage closure (laac) procedure and a 24mm watchman &#59404;aa closure device & delivery system was selected. The device was deployed; however, the position was too proximal so the device was fully recaptured and the delivery system was removed. The physician attempted to insert the delivery system back into the access system, but the delivery system was kinked so it was not possible to advance it. The procedure was completed with another delivery system. There were no patient complications reported and the patient's condition is stable.